Event description:
It was reported that the x frame on the cot was broken. No adverse consequence was alleged.

Manufacturer narrative:
A stryker rep confirmed the condition, however, the parts were not received back for eval.